Event description:
It was reported that, "packaged incorrectly. Discrepancy, instead of catalog number 6051-0830s being in the box catalog number 6052-0830s was packaged."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.